Manufacturer narrative:
The suspect device is not expected to return for evaluation. The device was discarded at the account. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that a hhr and a tif procedure were both performed on a female patient (B)(6) 2024. The patient presented in the ed on (B)(6) 2024 with back pain and a large pleural effusion, which looked to be an empyema / infection. The patient complained of back pain a few days earlier during a follow-up appointment, but the physician believed that the back pain was unrelated to the tif procedure. Lab work completed in the ed revealed hyponatremia and a CT procedure was performed confirming that the patient did not have an esophageal perforation. A thoracentesis was successfully performed for the effusion. The physician had a follow-up appointment with the patient on (B)(6) 2024, the physician stated that the female patient looked "good." The patient is still in the hospital recovering from the pleural effusion and is waiting for a follow-up visit from the physician.